Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead recorded an out-of-range shock impedance alert. Boston scientific technical services (ts) reviewed data and found that the impedance measurement was 0 ohms. Requests for additional information were unsuccessful. No adverse patient effects were reported. The system remains in service.